Manufacturer narrative:
The device was initially not available for return; however, it was returned to penumbra on 4-jan-2017. Results: the penumbra system ace 68 reperfusion catheter (ace 68) tubing tray was still attached to the rest of the packaging kit. The ace 68 was kinked approximately 61.0 and 62.0 cm from the hub. Conclusions: evaluation of the returned device revealed it was kinked. This type of damage may occur if an attempt is made to withdraw the ace 68 from the packaging shell prior to removing the tubing tray. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a thrombectomy procedure, the penumbra system ace 68 reperfusion catheter (ace 68) became kinked upon removal from its packaging. The kinked ace 68 was found prior to use; therefore it was not used in the procedure. The procedure was completed using a new ace 68.